Event description:
A laser tech reported the eye appeared to move upward, while the applanation cone of the pt interface did not, resulting in an irregular flap. This occurred during the final part of the flap creation for the right eye of a pt. The pt requested the surgeon to proceed with the surgery on the left eye. This procedure was completed with no issues. The surgeon then sent the pt home to allow the flap on the right eye to heal before completing the surgery for this eye. During a follow-up call, the surgeon stated the flap of the right eye is healing well and plans to complete the procedure in september.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).